Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver power issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Functional test was performed and passed. The receiver log was downloaded. A receiver charge or battery issue was not found within the investigation window however a receiver reset and alert time loss was observed on incident date (B)(6) 26. The allegation was not confirmed. Unexpected receiver shutdown could not be determined. No injury or medical intervention was reported.